Manufacturer narrative:
(B)(4). G2: foreign: new zealand. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 18 years later due to a reported fall that resulted in the cup migrating, and the head and liner dislocating. It was reported that nothing further is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6; h10. Visual examination of the provided pictures identified the explanted head, cup and liner covered in bio-debris. No further evaluation could be made with the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: total hip arthroplasty exhibits markedly abnormal cup steep lateral angle of inclination and dislocation of the femoral component. A definitive root cause cannot be determined. It is unknown if the patient's fall caused or contributed to the reported event. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.